Manufacturer narrative:
Product ID: neu_stylet_acc, lot# unknown, product type: accessory. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis confirmed that the distal end of the lead was bent. (B)(4). Product ID: neu_stylet_acc, lot# unknown, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) and manufacturer representative (rep) regarding an electrical lead for deep brain stimulation (dbs) therapy. The lead was bent when the kit was opened. It was never implanted, and the physician used a new lead, which resolved the event. There was no patient involved in the event. No further complications are anticipated.